Event description:
The customer reported the unit is not recognizing the battery.

Manufacturer narrative:
(B)(4). There was no reported pt involvement. The customer isolated the issue to the battery. The customer was sent a replacement battery. The customer confirmed on (B)(6) 2012, the device resolved the issue. The battery was not available for evaluation. We will consider this a malfunction of the battery where the unit did not recognize the battery.